Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (HCP) meter and it is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and was unable to self-treat. An HCP did an unspecified hair test and administered insulin (type/dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.A sensor result of 180 mg/dL was compared to a healthcare professional (HCP) meter reading of 385 mg/dL and the results, when plotted on a Parkes Error Grid, fall into the "C" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.